Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited a sensing anomaly, loss of capture, and high impedance. A venography revealed the patients vein was dissected. The lead was not implanted and a intracardial lead was implanted on a later date. The patients condition was normal.

Manufacturer narrative:
(B)(4). Final analysis found normal lead characteristics.